Event description:
Follow up information identified the issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing pocket heating while stimulation was turned on. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg.